Manufacturer narrative:
Unable to verify s/w due to critical pump error (open book) and unable to download. Pump received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to verify pump error 35 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with serial number label fading.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error with a broken force sensor was detected during seating or regular delivery. The patient¿s blood glucose level was 221 mg/dl at the time of the incident. The customer also stated that, the insulin pump had physical damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.